Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient has been in and out of (B)(6) hospital located in (B)(6) since (B)(6) 2011. Patient diagnosed with having diarrhea. Patient will be going to (B)(6) hospital for testing to find out what's causing the reoccurrences of diarrhea. Patient sister wondering if her sister's diarrhea is associated with smith & nephew recall wipes. Patient developed pneumonia while in the hospital.

Manufacturer narrative:
Active investigation in progress; results of investigation to be provided in supplement report. (B)(4).

Manufacturer narrative:
No product was returned by the customer. Other return samples of the reported lot 0k254 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes.